Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. The device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter in the perirenal inferior vena cava at l1-l2 disc space for the patient with a history of deep vein thrombosis. Approximately, six years five months of post-deployment, the patient complaints of abdominal pain for four days, a computed tomography (CT) abdomen was revealed an inferior vena cava filter was located at the l3-l4 level with an approximately 39-degree medial tilt and two inferior limbs extending to the margin of the aorta. The inferior lateral limb also appears to extend just posterior to the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the vena cava (ivc), filter tilt and filter migration. However, the investigation is inconclusive for filter limb detachment. Based on the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted, struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.